Event description:
User receiving erroneous results for estradiol. Two pt samples were affected. Sample 1, initial result <5.0 pg/ml, repeat 1121 pg/ml. Sample 2, initial result <5.0 pg/ml, repeat 56.27 pg/ml. The correct results were reported. The field service rep was unable to determine a cause and was not able to duplicate the problem. The technical service rep noted primary tubes were being used, which are out of specification, and suggested user switch to a larger tube size.